Manufacturer narrative:
The pump passed the displacement and self tests. The pump was returned for power error alarms. The detailed trace analysis confirmed that the alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Analysis of the micro timer in the detail trace confirmed that the root cause was the non-sleep anomaly software error. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.

Event description:
A customer reported via phone call indicating power error alarm on their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.